Event description:
The physician was attempting to deploy an integrity rapid exchange (rx) bare metal stent to treat a lesion in the rca with over 90% stenosis and little to no calcium in a patient. It was reported that the integrity stent "sheared" off the balloon by the guidliner. It was reported that the stent was crushed in place in the patient. It was also mentioned that the physician was not blaming the integrity stent for this issue as this same event was experienced with competitor stents and the guidliner. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolization). Patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion). Caused by another device (information confirms that the embolization was due to the guideliner). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion). Caused by another device (information confirms that the embolization was due to the guideliner). Known inherent risk of procedure (stent embolization). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).